Event description:
It was reported that this right ventricular (rv) lead was explanted due to high threshold due to rv lead had slightly pulled back which was confirmed via chest x ray.. This rv lead was replaced with the same model. No additional adverse patient effects were reported.